Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the heart and the catheter was inserted. When aspiration was performed from the side port with a syringe, excessive negative pressure was applied and air was aspirated. Aspiration was performed several times, with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement.